Event description:
It was reported via repair work order that the power cord ground pin was bent. It was also reported that the footboard had intermittent function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.